Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the breath delivery (bd) to graphic user interface (gui) cable. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was received information stating that an 840 ventilator had a loss of communication errors. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.